Manufacturer narrative:
B4:24sep2021. The field service engineer replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
The touchscreen was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Functional testing was performed; faults were found on this returned touchscreen, the ul_lr / ur_ll resistances are out of specification.

Event description:
The customer reported that a touchscreen issue was identified during clinical use. The device was evaluated by the respiratory technician, biomed, and a philips remote service engineer (rse) who confirmed the reported issue. The reported issue was identified during clinical use. There was a ventilator swap to ensure that ventilation continued. There was no major delay to patient therapy reported. There was no patient/user harm reported.